Event description:
It was reported that during a high anterior resection flexi sig. There were malformed staple noted at the anastomosis. Leak test negative. Intraperitoneal anastomosis. No intraluminal bleeding. Patient is well today. Negative leak test with scope.

Manufacturer narrative:
(B)(4). Date sent: 12/4/2023. D4 batch # unk. Photo images were received. Any additional information obtained from the photo evaluation will be included as part of the product investigation. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested, and the following was obtained: 1. Could you please clarify when the issue was identified (intra-op/post-op)? 2. How was the case completed? 3. Could you please clarify if there were any patient consequences? 4. Could you please clarify if there were any changes in the post-operative care of the patient as a result of the event? Answer: the issue was identified intra op. The case was completed as expected. Post flexi sig. And negative leak test the scope was removed skin closed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 12/21/2023. Photo analysis. This is an analysis of a photo submitted for evaluation. During the visual analysis, the following was observed: the photo shows a tissue with one malformed staple. However the device could not be seen in the photo. No conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited.